Event description:
It was reported that several misdrillings occurred during surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
This complaint is dup of stryker ref number (B)(4). This MDR will be cancelled and reported on MDR number 9610622-2013-00578.

Event description:
It was reported that several misdrillings occurred during surgery.